Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported a weak speaker sound coming from the monitor. No other details regarding the event were provided. Since the event occurred during routine testing of the device, there was no patient involvement during this event.